Event description:
It was reported that a spectrum iq pump finished a bag of total parenteral nutrition (tpn) with 2 hours and 40 minutes left of the expected delivery time on the patient. Tpn central was being infused with 1632 ml vtbi (volume to be infuse) at 69.9 ml/hour. There were 187 ml left to be infused and the total given was 1445 ml when the bag ran dry. It was a continuous run. The event happened during delivery at the telemetry floor department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter e-mail: was ni should be (B)(6) . The device was received for evaluation. During functional testing with a loaded set, the device deliver with 8.127325 % error, which is outside of the published +/- 5% accuracy range. The event history log (ehl) review was performed. An event with the reported parameters: tpn at 69.9 ml/hr and a vtbi of 1632 ml was programmed on the reported date, 23-mar-2022, and the infusion was started at timestamp 23:00. At timestamp 19:45 on (B)(6) 2022, the pump stops due to an "air-in-line!" Alarm, with a remaining vtbi of 187 ml, and the infusion is not resumed. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.